Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced issues with the receiver connecting to the transmitter. No medical intervention was reported. Additional event or patient information is not available.